Event description:
Procedure: right lower lobectomy. According to the reporter: the surgeon used a roticulator 45mm white reload with an endo gia ultra handle to staple and transect the pulmonary artery and vein. The stapler cut across the pulmonary vein. However, the sulu did not properly form or place staples. This resulted in 2300cc blood loss. Manual cautery, clips, and suture were utilized to stop bleeding. Blood and platelets were transfused. Delay in surgery time was reported to be more than 45 minutes. Covidien was notified on (B)(6) 2010 that the pt had expired from a non-related cause.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 11/15/2010. The device eval is in process.